Manufacturer narrative:
510 (k) is the initial fr2 clearance. Method: device internal memory was reviewed.

Event description:
This AED is part of a recall population for (B)(4), upon the completion of the investigation, it was found to have a faulty component associated with the recall. Ref: (B)(4).